Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 16795966.

Event description:
It was reported that the patient developed a chronic pain at the ipg pocket site. The patient underwent an explant procedure. The explanted ipg and paddle lead were disposed.